Event description:
The following incident description was provided to caridianbct: the customer had a question about why they had to increase the run time because not all of the replacement fluid had been given. The customer reported that the pt was fine and did not require medical intervention.

Manufacturer narrative:
(B)(4). The customer reported two issues that they could not explain. The first issue was that they had 8 bottles of 500 ml albumin for replacement, but had to increase the run time, because not all of the albumin was given when they reached 4000 ml. The final replacement volume displayed was 5061 ml. The second issue was that the prime saline bag was empty when they wanted to perform rinseback. The customer wanted to know if the machine could have drawn the saline from the prime bag, which would then make the replacement volume higher than intended. The customer did not notice any obstructions in the tubing set. Per the run sheet, the last bottle of albumin took the longest. They did not weigh the plasma waste bag, but the customer said it was very full and seemed to correspond with the displayed remove volume. Based on the volumes provided on the run sheet and an available replacement volume of 4000 ml, there was a fluid deficit of 808 ml for this pt. The pt did not have any side effects from this procedure. The customer's biomed checked out the spectra machine and did not find anything wrong. The same machine was used for three more treatments on the same pt without incident. Root cause: this disposable set was unavailable for specific root cause analysis. Based on the customer's run sheet and the fact that the first seven bottles emptied normally, it is likely that the flow path became partially occluded and caused the albumin to empty more slowly. It is unconfirmed whether a blockage was produced by a mfg defect of the cobe spectra disposable or by the way the disposable was handled at the customer site.